Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, labeling review, device history review, and specificity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not available for return and no patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systematic issue was identified and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 9c94 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer observed (B)(6) results while using architect hbsag confirmatory reagents and architect hbsag reagents. The following data was provided (iu/ml). (B)(6). No impact to patient management was reported.